Event description:
It was reported that the patient had an unrelated surgery and did not put their ipg to surgery mode. After the surgery, the ipg was unable to communicate with external devices. Troubleshooting was attempted by field representatives, but the issue was unable to be resolved. As a result, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.